Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. No break or separation was found with the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have resistance during delivery/retrieval and pushwire break/separation as no defect was found with the pushwire. No break/ separation was found with pushwire. Possible causes of the resistance include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The catheter was flushed with heparinized saline, as indicated in the instructions for use (IFU), which eliminates this factor out as potential causes. It was noted the patient's vessel tortuosity was strong. It is likely the strong vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the failure to expand that was observed for ped2-450-16 happened in the distal to the middle section. The pipeline was located to the bend and followed a relatively straight course. The only additional steps or other devices attempted to open the pipeline was re-sheathing.

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent; product ID: ped2-450-16 (d048548); product ID: phenom 27 microcatheter fg15150-0615-1s ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery and release, a pipeline flex with shield technology stent (ped2-425-20) got stuck in the middle of the phenom 27 microcatheter and could not be deployed. Attempts to push and pull were unsuccessful, leading to retrieval. During retrieval, the wire broke, and only the wire was pulled out. It was also reported that the delivery pusher was not damaged. The catheter with the stent were retrieved entirely. During delivery of a second pipeline flex with shield technology stent (ped2-450-16), resistance was also encountered, and the stent became stuck in the middle of the catheter during resheathing. The microcatheter was not retracted to eliminate slack in the microcatheter in order to eliminate the stuck. There was no damage to the delivery pusher. The product was replaced with a different model pipeline device to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery ica) ophthalmic a. Involved segment aneurysm with a max diameter of 5 mm and a 5 mm neck diameter. The landing zone arterial diameter was 3.4 mm distally and 4.78 mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed no change from before surgery. The reported device and any accessory devices were prepared, and the catheter was flushed with heparinized saline, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).  Ancillary devices included 7f roadmaster guidecatheter, phenom plus catheter (fg19120-1030-1s, lot 232092588), navien intracranial support catheter (rfx058-115-08, lot s25eq007), phenom 27 (150cm) microcatheter (fg15150-0615-1s, lot 232353070), chikai guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance during delivery and the damage during retrieval of the first ped2 (pli10) was unknown. Similarly, the causes of resistance during delivery and during resheathing/retrieval of the second ped2 (pli20) was also unknown. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the phenom 27 catheter was observed. Regarding the ped2-450-16/d048548 that got stuck during release, strong resistance was observed during insertion, and it is possible that the device was stuck at that point. The stent broke in a fully released state. The stent had detached from the push wire while exposed in the blood vessel after exiting the catheter, and in this state, the entire phenom27 catheter was retrieved. Failure to expand was observed during stent deployment. Two phenom27 catheters of the same lot (lot: 232353070) were used, each paired with a ped device (ped2-425-20/b602864 and ped2-450-16/d048548), and both devices got stuck. For ped2-450-16, the stent detached from the release pad, and operation was not possible.